Manufacturer narrative:
The device has not been returned to the manufacturer for analysis. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported the straight thoracic probe was bent out of the box. This issue was noted outside of a procedure, and there was no patient involvement.

Manufacturer narrative:
(B)(4): a medtronic representative went to the site to test the equipment. Testing revealed that the tip of the probe was bent. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturer representative (rep) indicated that they were not sure if the probe registered.